Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device needs calibrating as the readings don't seem to be correct. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed the device is missing all cover screws. During evaluation the device passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. No product performance issue identified related to spo2 and pulse rate. The unit was determined to be fully functional.

Event description:
The customer reported the device needs calibrating as the readings don't seem to be correct. No patient impact or consequences were reported.